Event description:
Procedure: colectomy. Reportedly, the surgeon applied the device to tissue, however, when the surgeon attempted to remove the device from tissue, the jaws would not open. The surgeon was able to pull the device off of the tissue and no surgical intervention was required. The procedure was completed without any adverse affects to the patient.